Event description:
Patient presented to the physician with an exposed stimulation lead that eroded through the neck incision site. Physician brought the patient into the or and found that an infection had developed at the neck incision site. Physician removed the entire inspire system, flushed the ipg and stimulation lead incision sites with an antibiotic solution, and closed.